Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, episodes of non-sustained ventricle oversensing were noted. The right ventricular lead exhibited oversensing of noise. Intervention was discussed but not performed. There were no patient consequences.